Event description:
It is reported that the tip of the screw inserter/extractor separated while in use.

Manufacturer narrative:
Evaluation: as returned, the weld that attaches the magnetic tip to the instrument has fractured allowing the tip to dissociate from the instrument. Device history records have been reviewed and appear to be conforming. The device has a potential field age of approximately 3.5 years. This failure has been addressed and determined that using a micro-tig welding and chamfers to accept the filler weld material would be more sufficient of a weld than the current laser welding process used.